Event description:
Post deployment of the first sapien valve there was a central leak of 2-3+ with the wire across the annulus, and perivalvular leak of 2-3+. The valve was initially placed in good position in the aortic annulus (60:40) and deployed with rvp (rapid ventricular pacing) with the aortic pressure dropping to 30. The first valve was positioned high but stable post deployment. This valve was slightly canted and not completely opposed at the right cusp, causing pv leak. The decision was made to place a second valve due to the positioning and leak. Post 2nd valve deployment the pvl was 1+ and central 0.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Cine images of the procedure were provided by the site for review (no echo), and reviewed by an edwards' medical director. Observations: severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, mild mitral annulus calcification (mac). Fair image intensifier (I/I) angle. Poor coaxial alignment with lateral bias of the valve and delivery system. Approximately 2 mm movement of the sapien valve during deployment. The valve is canted, 80:20 ventricular on the right side and 60:40 aortic on the left site. Post deployment angiogram demonstrates aortic regurgitation (ar). Impressions: severe canting of the sapien valve attributable to poor coaxial alignment, fair I/I angle, and slight aortic movement during deployment. Valve in valve positioning and deployment was satisfactory. Per the device instructions for use (IFU), paravalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. In this case, it appears that the event is a result of a combination of procedural factors (poor coaxial alignment, fair image intensifier angle and slight aortic movement during deployment) and patient factors (severe annular calcification). Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.